Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2009, the battery voltage with telemetry was 2.12v and the daily measurement was 2.85v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported the device is providing inconsistent battery voltage measurements during interrogations. At interrogation, the battery voltage was 2.62v. Then after clicking remeasure, the voltage read 2.05v and 2.12v. Review of the performance data showed a battery voltage of 2.85v. The device remains implanted and the patient will be checked in 2 months.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(4) 2009, the battery voltage with telemetry was 2.12v and the daily measurement was 2.85v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported the device is providing inconsistent battery voltage measurements during interrogations. At interrogation, the battery voltage was 2.62v. Then after clicking remeasure, the voltage read 2.05v and 2.12v. Review of the performance data showed a battery voltage of 2.85v. The device remains implanted and the patient will be checked in 2 months. Further report of telemetered battery voltage of 2.38 v, but actual voltage ranged from 2.85 to 2.89 v over a two week period. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected device code. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2009, the battery voltage with telemetry was 2.12v and the daily measurement was 2.85v. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.